Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they wanted to find out if the device was eligible for a MRI. The reason for the MRI was to check on a possible infection because they were unsure where it was coming from and if it was "attached" to the device. It was unknown if this was related to the device/therapy. This had been occurring for over a week now prior to the report. The following day it was indicated by the healthcare provider (hcp) that the patient was in the hospital. They mentioned that there wasn't any therapy issue with the device, but wanted to know how to tell if the therapy was working. The hcp noted that the patient had (B)(6) in their blood. There were no further complications reported as a result of this event. The indication for use was gastric stimulation.